Event description:
It was reported that during remote follow-up, the patient presented with noise oversensing on their right ventricular lead. It was later discovered that the lead had fracture due to abrasion. The lead was capped and replaced on (B)(6) 2022. There were no patient consequences and the patient was in stable.